Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected concomitant devices device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: unknown protection sleeve (part# unknown, lot# unknown, quantity#unknown); drill sleeve (part# unknown, lot# unknown, quantity#unknown); unknown trocar (part# unknown, lot# unknown, quantity#unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Concomitant medical products: complainant part is not expected to be returned for manufacturer review/investigation. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluated by MFR: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the concomitant devices, including the aiming arm and insertion handle, were inspected postoperatively and found to function correctly.

Event description:
Updated concomitant devices: protection sleeve (part 356.818, lot l215270, quantity (B)(4)); drill sleeve (part 356.819, lot 2612454, quantity (B)(4)); trocar (part 356.820, lot 7720676, quantity (B)(4)); impactor (part 03.010.410, lot l486451, quantity (B)(4)).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown pfna blade. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the proximal femoral nail antirotation (pfna) set was not working as intended. The surgeon checked the 130 degrees aiming arm, attached to insertion handle with protection sleeve, drill sleeve, and trocar. Everything was lined up. Surgical steps were followed. Upon insertion of the blade, it appeared that the blade was not lining up. The nail bent slightly due to a tight canal fit. The surgeon disassembled everything and inserted the blade without the use of the jig. Surgical outcome and patient status is unknown. Concomitant devices: 130 degrees aiming arm (part: unknown, lot: unknown, quantity: 1), insertion handle (part: unknown, lot: unknown, quantity: 1), protection sleeve (part: unknown, lot: unknown, quantity: 1), drill sleeve (part: unknown, lot: unknown, quantity: 1), trocar (part: unknown, lot: unknown, quantity: 1). This report is for an unknown pfna blade. This is report 2 of 2 for (B)(4)..